Event description:
It was reported while using bd insyte autoguard-n winged, 24g x 0.56" the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: sometimes you can see under the skin where the needed has split the catheter and its making what looks like a bubble. If you pull the needle out of the catheter to check for blood flow it is difficult if not impossible to feed it back through the catheter. Other times when you pull back the needle to check for blood flow it catches on the catheter and the whole thing pulls out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed four different 24g insyte-n autoguard units. One photo showed one 24g insyte-n autoguard winged device. The other photo showed three 24g insyte-n autoguard winged devices. These photographs were submitted for each reported issue. The photos confirmed the issue of the needle protruding through the side of the catheter. Due to the evidence of use, the needle likely punctured the catheter during the insertion process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd insyte autoguard-n winged, 24g x 0.56" the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: sometimes you can see under the skin where the needed has split the catheter and its making what looks like a bubble. If you pull the needle out of the catheter to check for blood flow it is difficult if not impossible to feed it back through the catheter. Other times when you pull back the needle to check for blood flow it catches on the catheter and the whole thing pulls out.